Manufacturer narrative:
Device not returned to manufacturer.

Event description:
The physician had passed the nirxcell stent past a proximal / mid rca lesion that the xience stent would not pass. Upon passing the lesion the physician began the inflation of the nirxcell stent and quickly noticed that blood was filling up the endoflater. The physician immediately stopped as it was apparent that the balloon the stent was crimped to was defective or something and he removed the nirxcell. Upon removal he noticed that the nirxcell stent was scrunched all the way to the distal end. He then opened 3 more nirxcell stents with no issues and finished the case. No patient injury reported.

Event description:
Additional information received on apr 08, 2018: I had initially tried to pass a xience stent with the intent of stenting the distal rca. It did not pass because it was getting 'caught' on a proximal stent (mild tortuosity was present but nothing unusual). I then decided to try the nirxcell stent given its excellent deliverability. It passed into position with zero resistance. The stent was prepped at the lesion site, which had already undergone angioplasty. Upon inflating (I had planned to deploy at 12 atm), the pressure gauge did not advance. I thought maybe there was a leak in the hook-up so I checked the attachments, which were all tight. I stepped on fluoro again, and the balloon was not inflated at all. I had the tech pull negative, and blood came back into the inflation device syringe. The stent was 'mangled' into the balloon and had perforated it. There had been no noticeable defect prior to insertion, and it passed without any difficulty whatsoever as noted above.

Manufacturer narrative:
The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event.

Event description:
Additional information received: IFU review (may 23, 2018). Device analysis (may 27, 2018). Final report (may 28, 2018).